Event description:
Additional information received confirming no patient impact. Customer provided to us the additional information below. Has there been any harm to the patient/healthcare professional? (Detail) yes, to the patient who requires a new canalization. Is there a need for medical and/or surgical intervention due to the incident (imaging exams, surgery, medication administration, etc.)? (Detail) no. Before puncture, do a 360° turn to release the adhesion between the catheter and the needle? Yes, I turn 360 as explained in the training how many degrees, approximately, can the puncture angle (of the device in relation to the patient's skin) be reached? 20 - 25º has there been any harm to the patient/healthcare professional? (Detail) no. Is there a need for medical and/or surgical intervention due to the incident (imaging exams, surgery, medication administration, etc.)? (Detail) no. Is there exposure of blood or chemotherapy to the mucous membranes or skin? (Detail) no. Can you send photos of the exhibition? Not available. We remain attentive to the collection of the medical device.

Manufacturer narrative:
Additional information uploaded to the complaint system 14 nov. This is a follow-up supplemental to clarify that no patient impact has occurred.

Event description:
It was reported that bd insyte autoguard bl needle pierced through the catheter. The following information was provided by the initial reporter, translated from spanish to english: at the time of channeling there is no significant return of blood, at the time of removing the catheter it is observed that the needle is piercing the plastic part of the catheter. At the time of inserting the catheter, it may have advanced with the mandrel, causing it to break the catheter tip.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.